Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment. No abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Within 15 minutes of treatment, patient complained of back pain (like needles sticking in back). Blood discarded. Patient placed on competitor without further problems.